Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vascular procedure in (B)(6) 2020 and the suture was used. During the surgery, the suture was popped off the needle at the swage. The procedure was completed with another like suture with no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/17/2020. Additional h3 investigation summary: it was received for analysis four unopened samples of product code 8805h, lot per875. The complaint sample was not received. During the visual inspection of four unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no pull off suture needle was found, and the tested samples met the finished goods requirements.